Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device turned on using returned batteries; however, the (c) segment on the top 2nd digit of the red led display on the device failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection isolated defective 7 segment display component (d2) on the system board; which causes the led segment to not illuminate. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues prior to this reported event.

Event description:
It was reported segments of display are missing. Top left and middle display missing. No consequences or impact to patient was reported.